Event description:
It was reported that during preparation for use during an endoscopic retrograde cholangiopancreatography (ercp), the tip of the single use mechanical lithotriptor v snapped or broke off. It was reported that this issue occurred four times. There were no reports of patient harm or impact associated with this event. Related patient identifiers: (B)(6).

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint (the tip of the single use mechanical lithotriptor v snapped or broke off) was confirmed. Based on the results of the investigation, it is likely an attempt was made to insert the device into the endoscope while using the guide wire when the angle between the distal end and the guide wire was not parallel and force exceeding the resisting was applied to the guide wire tip causing the tip to break. However, a definitive root cause could not be identified. The issue can be detected/prevented by following the instructions provided in: the (B)(6) instruction manual which provides the following warning·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor field performance for this device.